Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: a review of the black box showed frequent low battery warnings. The pump electrical current draws were within specifications. The battery life complaint could not be duplicated. Unrelated to the original complaint, corrosion was found in the battery compartment. No leaks were found. The pump was opened to find no further evidence of moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.